Event description:
The service and repair department documented four devices, hand piece for battery, are having issues. Two were inoperable, one runs constantly, and another works intermittently and the buttons are hard to push. No case impact. The device did not malfunction during surgery while being used on patient. This report is on one runs constantly, and/or works intermittently and the buttons are hard to push. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records revealed the hand piece for battery powered driver was manufactured by triangle manufacturing. 1 part was inspected to the synthes incoming final inspection sheet number 05if000008. The product conformed to all requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This lot was made to revision m of synthes drawing 05_000_008. Supplier lot number 004149. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4): the item was previously returned for service on 09-jan-2013 and 13-mar-2013 due to motor failure. The customer called in a service request for this item on 30-oct-2013 for inoperable device. The previous service conditions of motor failure are relevant to the current complained issue.the customer reported the item was inoperable. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on 6-dec-2013 and returned to the customer on 18-dec-2013.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Part was received by service and repair department on december 6, 2013. Complaint handling department only learned of the part being received on april 23, 2014. Part was repaired and returned to customer.